Manufacturer narrative:
Pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir lip ring had cracked. The customer¿s blood glucose level was 159 mg/dl. The customer also reported that the insulin pump has cosmetic damage. The customer stated that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.